Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings while cartridges from the same box were in use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up # 1 - device evaluation: the cartridge has been returned and evaluated by product analysis on 04/22/2015 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test and force test were performed with no failures observed. The cartridge force readings were confirmed to be within specifications; no failures were noted relating to the loss of prime complaint.